Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Upon visual inspection of eight photos, the following was observed: the first photo shows a box with a package partially out of the box. The jaws of device belong to a device of 45mm. The second and third photos show a box and package with a device inside of its package. The box belongs to an echelon flex device of product code pcee60a. The device inside the package belongs to an echelon flex 45. The fourth photo shows a device inside of its package and it belongs to an echelon 45. The batch # u5ar76 was reviewed on our quality tracking system, and it belongs to a psee45a device. The photo shows a device from tyvek from the top view and it belongs to an pcee60a, lot # u93x4c. It was noted that the device does not match with the tyvek and box. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a whipple procedure, when the packaging for pcee60a was opened, the device inside was a pcee45a. The outer box was checked and the information read pcee60a, however, the physical stapler inside the packaging was pcee45a. The remaining devices on the stock shelves were checked and one other box was found reading pcee45a with a pcee60a stapler inside. There were no patient consequences.